Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a lap. Cholecystectomy the clip did not close. Another instrument was used to complete the procedure with no patient consequence.